Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding. Antral erosions were identified. Argon plasma coagulation, clips, blood transfusions, a lower anticoagulation goal, stopping aspirin and cauterizations were used to treat the bleeding. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.